Manufacturer narrative:
H10 h3, h6: the navio handpiece used in treatment, had jam error when burring during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece jam error and homing issues. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that, during an ukr surgery, while burring the femur in exposure control, an error message about handpiece and motor came up. It was attempted to recalibrate, but the handpiece was not retracting the drill and bur and homing; therefore, it was failing. After swapping out the handpiece and recalibrating, homing was successful and case continued. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.